Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for a serious injury for two patients who required implant removal due to flexor tendon irritation. Arora, r. Et al (2012). Behaviour of chronos inject in metaphyseal bone defects of distal radius fractures: tissue reaction after 6-15 months. Injury, int. J. Care injured, 43, 1683-1688. This report is for an unknown 2.4 millimeter locking compression plate distal radius plate. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: arora, r. Et al (2012). Behaviour of chronos inject in metaphyseal bone defects of distal radius fractures: tissue reaction after 6-15 months. Injury, int. J. Care injured, 43, 1683-1688. The authors studied six patients (three men and three women) with a mean age of 70 years (range, 62-81 years) between 2006 and 2008 with a dorsally displaced distal radius fracture who were treated with synthes chronos inject application into the metaphyseal bone defect and open reduction and a volar locking plate, synthes 2.4 millimeter locking compression plate (lcp) distal radius plate. During implant removal (average 11 months), a two millimeter diameter biopsy was obtained from the region of the previous cement injection for evaluation. Two patients required implant removal due to flexor tendon irritation. A (B)(6) male experienced loss of reduction post-operatively due to a highly comminuted and unstable situation which could not be neutralized with the locking plate resulting in a dorsal tilt of 25 degrees. The authors reported that small amounts of chronos inject were detectable in human patients 15 months after implantation into a distal radius bone defect, indicating chronos inject was integrated into the newly formed trabecular bone network. This is report 1 of 2 for complaint (B)(4). This report is for an unknown 2.4 millimeter lcp distal radius plate.